Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to a local hospital with blood in urine and a decrease in hematocrit. Two days later it was reported that hematuria was suspected and ldh was 3,000 and the pt was experiencing nausea and vomiting. The pt was transferred to their implanting center and ldh was then at 11,000. Heparin drip was started. The following evening, the pt was suspected of having a transient ischemic attack (tia) and later that evening, an intracranial hemorrhage. The pt was transferred to ICU and a decision was made to perform a pump exchange from one lvad to another lvad and replace the inflow conduit with a new inflow conduit. Upon explant no visual signs of thrombus were seen. The pump parameter remained constant with no alarms noted, speed at 10,000 rpm with flows at 4.1 lpm, pi 3, and power at 6.5 watts with no power spikes.